Event description:
Caller reported potential false negative troponin (tni) results on the triage cardiac panel compared to lab analyzer (rxl). Pt was admitted on (B)(6) 2012, for "gi bleeding". EKG indicated multiple "suspected inferior infarcts" and abnormal rhythms. All triage tests were performed in room temperature. Blood was drawn in edta full tube without bubbles or clots. Test device warmed in room temperature and not opened until test time. Some of the tests were noted to have greater than 30 minutes measurement time. Final diagnosis of pt was not available. No other pt info provided.

Manufacturer narrative:
Pt samples were returned for investigation. Product support tested returned samples and positive control, calibrator c with retained lot w50628 for observations of tni recovery. Conclusion: product support did not replicate the customer's complaint with returned pt samples. Evaluated tni values with returned pt samples were received on both triage and access devices. No discrepant or low bias in tni recovery was observed with positive calibrator c. As of (B)(6) 2012, this is the only complaint against lot #w50628. Device lot w50628 was recalled in may 2012 due to potential performance issues.